Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 61 mg/dl and dizziness. Bg cause was not known. Customers spouse assisted the customer in drinking a soda and consuming glucagon. Recommendation was made to consult with a healthcare provider to discuss diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.